Manufacturer narrative:
Additional issues were identified during the device evaluation: the wire was found deformed, and the receptacle was found to be loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned loaner asset, the video system center displayed error code e105 on the monitor screen while switching on the light due to a faulty power supply. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information in e1, e2, and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code 105 was due to a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.